Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was turned off by their physician and one of their leads is "not working." Follow up was conducted to no avail. The whole system is still in use. No patient complications have been reported as a result of this event.